Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Per medwatch number mw5111288: IV tubing cracked resulting in loss of medication, air in the line on the patient side, potential for infection. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and four (4) photographs were provided for evaluation. The sample was visually evaluated, and a crack along the proximal backcheck valve was observed under magnification. The sample was functionally leak tested by attaching to the airline at 10 psi for 10 seconds while submerged underwater and a leak was observed along the side of the backcheck valve. A possible cause for air in the line was a crack in backcheck valve causing air to enter the line during use. Based on the evaluation results, the reported defect of leakage was confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.